Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was intermittently in the 500¿s mg/dl. The customer delivered a manual insulin injection, changed the pump supplies and bolused via the pump to address the bg and occlusions.